Manufacturer narrative:
(B)(4). Batch #l90g8y. The device was received attached to the handle and in good physical condition. The shaft as detached from the handle without any difficulty. Upon visual inspection to the device, the electrode tip was received intact and not detached as reported by the costumer the device was tested for continuity and was found to be conforming. There were no anomalies noted with the functionality of the device. The device was disassembled to inspect internal components and no anomalies were found. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4. Information is unavailable; device not returned no device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the tip of the device kept falling apart. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information received: please, explain how the tip of the eps01 was falling apart? According to the reporter, the tip just fell off while applying on patient. What was falling apart on this device? The tip of the device, the part which directly access the surgery area and play role of coagulation. Did the electrode tip fall off of the device? Yes. If yes, did the electrode tip fall into the patient? - yes. If yes, was the electrode tip retrieved? Yes. Did this cause a change in the plan of care for the patient? It caused prolonged operation time. Is the detached electrode tip being returned with the device? Yes. How long was this procedure prolonged due to this issue and retrieving the broken electrode from the patient? Retrieving the broken electrode caused 30 minute delay of the operation time.